Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the shorting plug installed in the device was removed by the customer which damaged the charge-pak contacts. This resulted in the depletion of the battery to zero capacity when inserted into the device. The root cause of the reported issue was due to user error and misuse of the charge-pak.

Event description:
The distributor contacted physio-control to report that their customer's device needed to be serviced. Upon initial evaluation, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device needed to be serviced. Upon initial evaluation, physio-control observed that the device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.